Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (3 mg/ml at 0.2 mg/day) via an implanted pump. It was reported that the patient reported no symptoms, but there was more volume than expected in the reservoir at the pump refill which prompted a cap (catheter access port) procedure on (B)(6) 2025, which was unsuccessful. The physician was unable to clear the catheter, so the patient was scheduled for a catheter revision. During the procedure, the physician elected to replace the entire catheter. After the new catheter was implanted there was great flow. The issue was reported to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. It was noted that there were no known environmental, external, or patient factors that may have led or contributed to the issue.